Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the nurse noticed that when intraocular lens inserted into the capsule after loading, there was a scratch that looked like a line was drawn at the center of the optic and it looked like an oil film and the surface did not look clean. The procedure was completed on same day without any injury to the patient. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo and video were returned. Photos provided show an implanted intraocular lens (iol), there appears to be a mark/line on the optic. Video provided shows an implanted iol, the reported complaint cannot be confirmed from the received video. Based on our observation of the attached photos and video, there appears to be a mark/line on the optic. A definitive determination of the reported complaint cannot be made due to the quality of the returned photos and video and without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).